Event description:
It was reported that fluence is not located in the correct area in the bev for monaco imrt plan. There was no mistreatment reported based on the available information.

Manufacturer narrative:
Investigation is in progress to determine the cause.